Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient fell resulting in a periprosthetic fracture. All implanted components were removed, and a reverse prosthesis was placed. No images were provided. The explanted implants were not available for evaluation per hospital policy requiring disposal of explanted items.

Manufacturer narrative:
Correction to d4 (gtin) and g1(reporting contact). The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In this case, the patient conditions may have strongly contributed to this event ("the patient fell and had a periprosthetic fracture"). The link with the device seems highly improbable. More detailed information about the complaint event must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient fell resulting in a periprosthetic fracture. All implanted components were removed, and a reverse prosthesis was placed. No images were provided. The explanted implants were not available for evaluation per hospital policy requiring disposal of explanted items.